Manufacturer narrative:
Date sent 10/22/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass, the device was leaking. Another device was used to complete the case. There was no consequence to the pt.